Manufacturer narrative:
The device will be returned but is not accessible for investigation yet. The investigation will be continued when the device is available for examination. No corrective or preventive actions can be implemented until the investigation has been completed. Following up on this event, the customer was requested to return the item subject to this event for investigation. However, we are still awaiting the system to arrive at our facility. After return of the item, (root) cause investigation will be performed. If no product will be returned, the incident will be investigated from the log files.

Event description:
We have been informed that during surgery, the machine was unable to build up pressure for the oil in the syringe. A backup unit was used. Surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Event description:
We have been informed that during surgery, the machine was unable to build up pressure for the oil in the syringe. A backup unit was used. Surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
Investigation of the returned module revealed that fluids got into it, as there is rust inside and outside of the module. The vgpc connector and the valve are also rusted. Based on the investigation results, it was determined that the reported complaint is attributable to the entry of fluids (e.g., bss) inside the vfie module. This is a known issue and has been resolved by the placement of a wateringress filter to prevent water ingress in the vfie module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Corrective actions has been implemented: a wateringress filter was implemented to prevent water ingress in the vfie module. All similar incidents related to the eva surgical system are included in the analysis (vf-wateringress). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from (B)(6) 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during surgery, the machine was unable to build up pressure for the oil in the syringe. A backup unit was used. Surgery was prolonged > 30 minutes. No report that actual patient harm occurred.